Event description:
It was reported that when an asymptomatic patient presented via remote transmission, ventricular noise was observed on the rv lead. The noise was not reproduced with isometrics or manipulation. Rv electrical parameters were all good and the patient was stable. Low lead impedance was noted on the lv lead. The physician explanted and replaced both the rv and lv lead. The patient was also upgraded to a crt-d. There was no complaint against the device. The patient was stable.

Manufacturer narrative:
A partial lead measuring 57.8 cm was returned for analysis. External insulation abrasion was noted at 46.7 ¿ 46.8 cm from the distal tip, consistent with friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and impedance anomaly.

Event description:
New information received states that the rv lead was removed due to a low impedance and a suspected insulation breach.